Event description:
This lead was capped due to ra pacing impedance has been trending low <200 ohms since (B)(6)2023. Noise on the ra channel can be seen via hmsc recordings from (B)(6)2024, and (B)(6)2024. Ra sensing amplitude has varied in the last year, with the min amplitude trending down in mid-march 2024. All lead values were measured within normal range on (B)(6)2024. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.